Event description:
It was reported that the patient had not used their implantable neurostimulator (ins) in a "long time" due to being unable to recharge the ins. The patient was scheduled to have a MRI scan of the head/brain. It was noted that the scan was not related to the ins or the therapy. It was believed that there were no open circuits on the ins system. The patient was considering having the ins system removed.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v007743, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 355029, lot# n066739, implanted: (B)(6) 2006. Product type: accessory. (B)(6). (B)(4).